Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during an emergent pericardiocentesis procedure, the clinician was having trouble acquiring access to the patient's pericardium. The wire was alleged to be kinking during access attempts. A new pc kit was opened, and the access wire was used to successfully acquire access to the patient's pericardium. No additional patient consequences to report.